Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and unresponsive buttons as a result of a keypad connector not plugged properly. Further testing was not performed due to the frozen display and unresponsive buttons.

Event description:
It was reported that the insulin pump had a blank display. It was stated that the display reappeared, but the device did not reset. It was stated that the battery was removed during the night and the same problem re-occurred. No further info was provided.